Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in switzerland. It was reported that the patient faced an adhesive event as the infusion set tape was not sticking. The set had been in use for 2 days. No further information available.